Manufacturer narrative:
As the reported defective device was not returned, angio dynamics is unable to perform a device evaluation. However, the customer supplied pictures of the reported event of "error 209." The customer's complaint is confirmed for error 209 based on the pictured supplied by the customer. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A review of the device history records was performed for the applicator lots any deviation in manufacturing process related to the reported defect of the complaint. DHR review of the packaging, and component lots revealed no quality related issues, or manufacturing deficiencies at the time of manufacture. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statement, "obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump, and then close the pump housing cover. Prime the tubing set by turning the pump on, and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angio dynamics complaint system noted no adverse trends for this complaint type, and product family. This type of complaint will continue to be monitored for trends. Reference#: (B)(4).

Event description:
An angiodynamics territory manager (tm) reported a second issue during another solero microwave procedure, with a14cm solero applicator. The solero unit displayed "error 209" codes, one or more times, during the procedure. The unit was rebooted approximately 5 times and continued displaying the "error 209" message after a new, cold bag of saline was attached. The unit began working after the tm detached the cartridge and tubing from the pump, allowing the cartridge to hang near the floor with the theory that warm saline will rise and cool saline will fall. The tm also reported "milking" the tubing, from the cartridge to the bag of saline, to attempt to push the warm saline away from the cartridge. After doing so, the error message cleared. This resulted in an unnecessary increase in general anesthesia time. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. However, a patient safety risk due to prolonged anesthesia makes this event meet the criteria of a reportable adverse event. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.